Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient received burn marks on their back area under the lifevest equipment from the appropriate treatment. Follow up indicated the burn marks have scabbed and are improving.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. The patient received burn marks on their back area under the lifevest equipment from the appropriate treatment. Follow up indicated the burn marks have scabbed and are improving.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.